Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the target lesion located in the severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with a 1.5mm apex balloon. A 2.25x12mm promus element stent was advanced for treatment but could not cross the lesion. While removing the device, the stent dislodged. A new 3.0x20mm promus element was used to crush the dislodged stent and was deployed at 18 atms. Then a 3.5x8m promus element was overlapped distally and deployed at 12 atms. Finally, a 4.0x12mm promus element was placed distal to the main stent and deployed at 14 atms with good angiographic result. No further patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).